Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead to be monitored.

Event description:
New information notes that the patient presented to the ER after receiving multiple hv therapies. Lead fracture was suspected and interrogation revealed oversensing of noise. Hv therapy was programmed off until the lead was revised. Also noted was a fluctuation in pacing lead impedance. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 11.4-11.8cm from the distal tip, consistent with lead friction to another device or heart feature. Internal insulation abrasion was noted at 6.9-7.0 and 11.4-12.6cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 6.5-6.6cm from the distal tip. The etfe was intact at this location. Internal insulation abrasion partially under the rv shock coil was noted at 6.8-8.4cm from the distal tip. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 14.8-16.8cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise. No evidence of conductor fractures were observed.